Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6) /(B)(6). Batch: 7072270/7072269.

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to inadequate stimulation. The explanted devices were discarded by the medical facility and will not be returned.